Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was verified and attributed to a disconnected jumper wire (self-test wire) on the electrode pad. This type of failure does not disable the electrode from delivering therapy when attached to a defibrillator. This is a malfunction which only impacts the self-test of the electrode with the defibrillator. This type of malfunction does not pose any clinical impact and does not typically meet our guidelines for reportability. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the associated device was unable to detect these attached electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.